Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional details could be gained as no details were provided to contact the pt. (B)(4).

Event description:
A medwatch was received reflecting a pt report of "defraction" on the right eye, one day after myopia surgery. The report noted, as consequences the pt experienced depression being followed up by psychiatry. No additional details could be gained as no details were provided to contact the pt.